Event description:
A pt service rep (psr), contacted zoll customer support while assisting a (B)(6) female, pt, to report that the pt's battery was not charging properly. The battery would start to charge and then the charger would indicate there was a problem with the battery. The pt was issued a replacement battery.

Manufacturer narrative:
Device eval summary: device evaluation of battery sn (B)(4) has been completed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have a low output voltage of 3.32 v. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack .